Event description:
It was reported, the colonovideoscope as part of the pre-procedure check, the buttons were checked as the suction was not working and the red buttons were found to be full of foreign material. The issue occurred prior to a colonoscopy procedure and the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected field: g2 - report source (company representative was mistakenly selected). The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection, therefore the customer's reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the device was not cleaned according to instructions for use occurred due to there was difference in recognition about the device handling and reprocessing steps between recommendations by olympus and the user facility. Foreign material in suction cylinder may have occurred due to the reprocessing deviating from instructions for use. The user may reduce/prevent occurrence of the event device was not cleaned according to instructions for use by handling the device according to the following instructions for use: reprocessing the endoscope (and related reprocessing accessories). The user may detect the event foreign material in suction cylinder by handling the device according to the following instructions for use: inspection of the endoscope. Olympus will continue to monitor field performance for this device.